Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned for evaluation, and a thorough review could not be conducted as no lot number was provided. Since no part was returned for evaluation the exact cause of the reported issue cannot be determined. There is no revision surgery scheduled as the patient is asymptomatic. If a revision surgery takes place, a supplemental report will be submitted. Implant remains in patient.

Event description:
It was reported to globus that a rod came out of one screw head postoperatively. It was suggested that loosening of the set screw caused this to occur. There is no revision surgery planned at this time, and the patient is being monitored.